Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2024. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient arrived at the emergency department by ambulance on advice from the ventricular assist device (vad) coordinator for gastrointestinal (gi) bleed, syncopal episode and fall. Log file review was requested and captured 123 pulsatility index (pi) events on (B)(6) 2024. The cause of the syncopal episode was stated to be due to the gi bleed and the patient coughing up some blood. The cause of the fall was not thought to be device related. A head computed tomography (CT) scan was performed and was negative for any acute abnormalities. An esophagogastroduodenoscopy (egd) and colonoscopy were also performed, and diverticulosis was found. The bleeding was treated with albumin. Aspirin (asa) and coumadin (warfarin) were held, and the patient was given 2 units of packed red blood cells. The bleeding resolved.